Manufacturer narrative:
Clinical impression: the report indicates that the device balloon would not inflate and while trying to remove the device, the device would not pass through the guide. It was not noted if there was difficulty advancing the device through the guide. The possibility cannot be ruled out that the attempts made to inflate the balloon to nominal, although unsuccessful, may have actually inflated the balloon to minimal atmospheres, thus expanding the stent and causing it to be partially loosened from the stent delivery sys. This underdeployed stent may have become dislodged when trying to withdrawal the sds into the guide. The IFU supports ensuring the balloon is fully deflated before withdrawing the sds. Based on the available info, the prod did not meet the needs of the customer (inflation), however, procedural techniques may have contributed to the dislodgement of the stent from the sds, receipt. The following is an analysis of the returned prod: visual analysis: a clinically used cypher sds was returned for analysis. Residuals of crystallized inflation medium were observed inside the inflation lumen and balloon. The balloon had been inflated already. Functional analysis: after the residuals of crystallized inflation medium were dissolved, the balloon could be inflated and deflated without any problem. Microscopic analysis: microscopic examination performed on the entire delivery sys revealed that no anomalies that might have initiated the reported balloon inflation difficulty. A review of mfg route sheets revealed no anomalies that can be associated with the reported complaint. Conclusion: the exact cause of the reported difficulties experienced by the customer could not conclusively be determined. Please note that this device is distributed outside the united states; however, it is similar to the united states prod.

Event description:
Stent dislodged. Not retrieved.the report from the affiliate indicated that on attempting to deploy the 3x23mm cypher stent, the balloon would not inflate properly. The stent could not be removed from the guide during attempts to remove it, and it was not visible on fluoroscopy. All the equipment was removed as a whole, but, the stent was not found on the delivery sys nor within the guide, which was cut into short sections to try and locate the stent. Further investigative screening revealed the stent had lodged in the pt's right femoral artery.